Manufacturer narrative:
An fse conducted a site visit and confirmed the results. The fse changed the valves associated with the fluidics tray and the wash system. The sample nozzle was bent so that was changed. These repairs did not resolve the complaint and a new detector was ordered. A second fse was dispatched to replace the detector. A leak on the diluent pump was observed by this fse, so the pump was also replaced. These repairs resolved the complaint. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 20mar2020 through aware date 20apr2021. There was one similar complaint identified during the searched period. The most probable cause of the reported event was due to a faulty detector and a leaking diluent pump. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported a patient sample was ran for ca 125 on the aia-360 analyzer. The first result was 45 which was questioned by the physician and the sample was reran about 45 minutes later and the result was 21.9 and 25.4. Customer requested service. This is a reportable event based on potential discrepant patient results for ca-125. A field service engineer (fse) was dispatched to address the reported issue.